Manufacturer narrative:
On 11-oct-2023, the date of manufacture was received. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device g9326939 number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure using a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient experienced cardiac tamponade and ventricular tachycardia (vt) that required pericardiocentesis and removed 140ml of fluid. A pre-existing pericardial effusion was confirmed by the physician using the intracardiac echocardiography (ice) during a standard check at the start of the procedure. The patient went into vt due to the ice catheter ¿ticking the tissue¿ and then went into takasubos. The patient did require extended hospitalization for rest and was reported to have fully recovered. Physician's opinion is the cause of the event was due to patient's condition. The ice catheter cannot be excluded as a contributor to the pericardial effusion necessitating a pericardiocentesis as the reporter indicates it was "ticking the tissue". Ventricular tachycardia (vt) is also being reported as an adverse event as it is unknown if the vt is primary or secondary to the cardiac tamponade.